Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, serial: na, batch: 21443635, UDI: (B)(4).

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead and clik anchor replacement procedure and was doing well postoperatively.